Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during sleeve gastrectomy, the unload button has blocked and there was no possibility to close the jaws of the reload. There was no patient involved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during procedure, the unload button has blocked and there was no possibility to close the jaws of the reload. There was no patient involved.